Event description:
It was reported that the insulin pump was malfunctioning. Caller stated that the insulin pump was showing wrong blood glucose reading. Caller stated that the insulin pump graph was showing that the customer was low with 77 mg/dl when he was actually 86 mg/dl. Caller stated that the report also shows that the customer was 70 mg/dl and a finger sick was 170 mg/dl. Caller also stated that the customer was hospitalized back in 1984 with his first insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.